Event description:
It was reported by the customer that their insulin pump was submurged in water, now the insulin pump has a blank display screen. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. Moisture damage was found on the electronic and motor assemblies. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.